Event description:
The site reported the following: a (B)(6) male pt with a history of testicular cancer and previous iliac stent placement was being treated to remove blood clots in both iliac arteries. An angiojet solent proxi thrombectomy set was reported to have been used to administer tpa 4mg via power pulse and then a balloon angioplasty was performed. The physician reported that the procedure was uneventful, and the pt left the lab; however post procedure the pt suffered a reported bleeding complication and expired. No other details were able to be obtained from the site.

Manufacturer narrative:
The angiojet solent proxi thrombectomy set was discarded by the site and was not available for product analysis. "Large thrombus burdens in peripheral veins and other vessels may result in significant hemoglobinemia which should be monitored to manage possible renal, pancreatic, or other adverse events".